Manufacturer narrative:
Minor bleed/ hematoma: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. The pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that during proactive calls, the registered nurse mentioned that the patient had a small hematoma which remained unchanged from the day shift, and some oozing was noted at the site, which was stable.